Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic deformed and the haptic bent. There were blood stains and fiber on the lens surface. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -04.50 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length lens (different diopter) and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).